Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was failing to transfer a study from electronic picture archiving and communication systems (pacs). The field representative (rep) cancelled while the images were loading because it was taking 5+ minutes to load. There was no patient involvement. Troubleshooting was performed; the system was cleared of other exams. Technical services (ts) recommended burning images to compact disc (cd) or universal serial bus (usb) to continue with case and have internet technologies/pacs confirm pacs info in navigation system info in pacs. Ts recommended allowing system to load images to determine error code. Ts recommended trying to download images with another navigation system, but the other system on site was in use.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.